Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's reservoir compartment was broken. The reservoir did not click properly in the reservoir compartment. The reservoir was loose in the insulin pump. The customer was using their old insulin pump at the moment. Customer's blood glucose level was 19 mmol/l. The device was not returned.

Manufacturer narrative:
The insulin pump was received broken reservoir tube lip and missing the reservoir tube o-ring; a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump had minor scratched lcd window, broken battery tube threads and missing the end cap sticker.